Event description:
Drainage problem of the external drainage system. Consequence : intracranial pressure increase. It was not possible to evaluate the quantity of cfs drained. Change of system. Use of an intima system.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The lot number provided by the customer is not a valid lot number for this product. Therefore, it was not possible to perform a manufactuing review for this complaint. Attempts were made to obtain the correct lot number of the device used in this event. However, no further information has been provided. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.